Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during the second inflation at 14 atmospheres, the balloon ruptured., the device was removed and the procedure was completed with a different device. There were no patient complications and the patient was stable.